Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 100 device at the manufacturer's service center, the failed test step for lcd screen test. However, upon investigation the technician reported good connections found and nothing visibly wrong with the display. Twice more the technician could not confirm or reproduce failure, and no repairs made. The device was retested. Once again, the device failed testing for lcd screen test. However, this time the device turns on and operates yet this time the screen is blank and is not readable. The technician determined that the system board will need to be replaced due to test failure. Additionally, the device's missing feet and handle o-ring need replacement. No repair was completed. The device was disqualified from recertification. The device will be scrapped.